Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet exposed to a fire sustained extreme smoke damage, after which the display showed discoloration, the right side of the touchscreen was unresponsive or triggered other on-screen buttons, and the device beeped without showing alerts; no cracks were observed, and the affected component was the touchscreen with a key or button unresponsive issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user had backup therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen resulting in unresponsive or incorrect button activation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.